Event description:
Reporter from USA requested routine maintenance for the device. During servicing, it was observed the device had oil contamination. The device was not used in surgery. No injuries or medical intervention were reported. If any add'l info should becomes available, this notification will be updated accordingly.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of oil contamination was confirmed. During service, the device failed the cutter insertion and visual assessment tests. If add'l info becomes available, a supplemental report will be submitted. (B)(4).